Manufacturer narrative:
A field service engineer (fse) was dispatched to investigate low level error message on the prolieve thermodilatation system. The fse replaced the input/output (I/o) board and began functional testing of the system. Toward the end of the testing, the radio frequency (rf) generator failed to deliver energy, failed a self test and did not recover. A replacement console is being shipped to the customer. Device serviced at customer site.

Manufacturer narrative:
The prolieve thermodilatation system was returned to the external manufacturer for further testing. During functional testing, the radio frequency (rf) generator was not functioning. The console failed pressure test. A loose sensor cable was secured, physitemp 4 failed and was replaced. The prolieve thermodilatation system passed all tests.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. During the last few minutes of the procedure, there was a low water level error message; however, the physician completed the case. No patient complications were reported. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the prolieve thermodilatation system by the field service engineer on (B)(6), 2010, revealed an MDR-reportable malfunction of no radio frequency (rf) output. This manufacturer report is submitted based on the evaluation results provided.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. During the last few minutes of the procedure, there was a low water level error message; however, the physician completed the case. No patient complications were reported. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the prolieve thermodilatation system by the field service engineer on may 6, 2010, revealed an MDR-reportable malfunction of no radio frequency (rf) output. This manufacturer report is submitted based on the evaluation results provided.